Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient has reported "experienced capsular contracture - baker grade unknown and implants may have ruptured". Device remains implanted. This relates to the left side.

Event description:
Patient has reported the device has been explanted.

Event description:
Patient has reported, left side "experienced capsular contracture,baker grade unknown. And implants may have ruptured". Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: no observed, rupture on the device. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.